Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-14106. It was reported that the patient presented for a pocket revision due to hematoma. During the pocket revision, the lv lead dislodged. The lv lead was explanted and replaced. The ICD remains implanted. The patient was stable implanted.